Event description:
Head of bed dropped suddenly and end user suffered unspecified neck and back injuries.

Manufacturer narrative:
It was reported that the end user was laying in the bed with the head elevated 45 degrees. When she raised the foot section, a weld apparently broke and the head section dropped. She was evaluated in the emergency room for neck and back pain. We were not provided with info indicating any specific injury. Photos were sent and evaluated. The head deck section of the bed was returned for evaluation. The motor and the other three sections of the bed frame were not returned as requested. On the received sample, the hook broke from the point of attachment to the cross tube. No corrosion was present. It appears the hook may not have received an adequate amount of weld material which may have impacted its ability to securely hold onto the cross tube. This is the first reported issue of its kind for this bed. In the absence of the remaining bed components to evaluate, we were unable to determine whether any external causes may have contributed to the reported incident.